Event description:
The device was returned to the manufacturer for analysis. No information was provided with the device. A review of the device registration system reveals that the pt had expired. Follow-up with the hcp of record was performed, but the pt had not been seen by her for several years and they did not have any additional information. Cause of death was unk to the hcp.